Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was found. No problem was found during functional testing. Error history log review found a high alarm displayed: downstream occlusion. The root cause of the reported issue could not be determined since the reported problem was not found. Actions were taken to mitigate the reported issue: the downstream occlusion senor was replaced as a preventative measure.

Event description:
It was reported that the customer was unable to calibrate the downstream occlusion sensor. No patient injury was reported.